Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. This implantable cardioverter defibrillator (ICD) device exhibited a fault code after performing defibrillation threshold (dft) test due to elevated shock lead impedances. The rhythm was not converted with shock but self-terminated prior to external shock. Technical services (ts) confirmed with boston scientific representative that the physician was aware that therapy cannot be guaranteed at this point. The physician was going to touch base with following physician, and they will do a lead revision and device replacement at some point. This device currently remains in service. No adverse patient effects were reported. Additional information received this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. This implantable cardioverter defibrillator (ICD) device exhibited a fault code after performing defibrillation threshold (dft) test due to elevated shock lead impedances. The rhythm was not converted with shock but self-terminated prior to external shock. Technical services (ts) confirmed with boston scientific representative that the physician was aware that therapy cannot be guaranteed at this point. The physician was going to touch base with following physician, and they will do a lead revision and device replacement at some point. This device currently remains in service. No adverse patient effects were reported. Additional information received this device was explanted and successfully replaced. No additional patient adverse effects were reported.

Event description:
It was reported that the right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. This implantable cardioverter defibrillator (ICD) device exhibited a fault code after performing defibrillation threshold (dft) test due to elevated shock lead impedances. The rhythm was not converted with shock but self-terminated prior to external shock. Technical services (ts) confirmed with boston scientific representative that the physician was aware that therapy cannot be guaranteed at this point. The physician was going to touch base with following physician, and they will do a lead revision and device replacement at some point. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient.

Event description:
It was reported that the right ventricular lead exhibited high out of range shock impedance measurements. This has been a gradual rise over time. This implantable cardioverter defibrillator (ICD) device exhibited a fault code after performing defibrillation threshold (dft) test due to elevated shock lead impedances. The rhythm was not converted with shock but self-terminated prior to external shock. Technical services (ts) confirmed with boston scientific representative that the physician was aware that therapy cannot be guaranteed at this point. The physician was going to touch base with following physician, and they will do a lead revision and device replacement at some point. This device currently remains in service. No adverse patient effects were reported. Additional information received this device was explanted and successfully replaced. No additional patient adverse effects were reported.